Event description:
Dialysis facility reported that immediately after initiation of dialysis using asahi medical dry pack am-r90u, pt began to complain of severe back pain, shortness of breath, and pressure in chest. Blood pressure systolic was reported to be 180. No hives or wheezing were observed. Pt was afebrile. Procedure was terminated and pt was treated with oral benadryl and tylenol. Pt reported feeling better and dialysis was resumed with a different hemodialyzer model with no further incident.